Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there the patient underwent an outflow graft revision in the operating room to address an extrinsic outflow graft obstruction on 08may2026. Log files were submitted after the patient was admitted with increasing low flow alarms and found to have 90% proximal outflow graft stenosis on computed tomography angiography. The event log file confirmed intermittent low flow events between 04may2026 and 06may2026. There were no other unusual events recorded in the log file event history.